Event description:
On some of the lifepak 12's, when you push the sync button it doesn't come on and give a triangle on the r wave so you have to charge the joules you want and press the sync button then as usual holding the shock button. After the shock, the sync button is supposed to auto turn off, but it does not. Therefore, if the pt goes into ventricular fibrillation, you have to manually turn off the sync and then defibrillate the patient. This has happened in 3 different units with multiple experienced staff members using the lifepak 12. There was no injury to any patient, only slight delay in cardioverting the patient. Longest wait was 11 minutes. Manufacturer response (as per reporter) for defibrillator, lifepak 12our clinical engineering deptartment contacted the manufacturer then they completed testing on the monitors and they came to conclusion that it was operator error.